Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration and quality control data were reviewed and found to be within expected ranges. The investigation was limited as confirmatory testing, such as western blot or additional pcr testing, was not performed for the reported reactive results. Sample-specific discrepancies were identified as a likely contributing factor. No product issue was identified, and the assay was confirmed to be operating as intended.

Event description:
The initial reporter alleged false reactive results with the elecsys hiv duo assay on the cobas e 801 module for one patient sample. On (B)(6) 2023, a plasma sample tested positive for hiv antigen (hivag) using the elecsys hiv duo assay. The sample material was insufficient for confirmatory testing. A follow-up serum sample was collected on (B)(6) 2023 and tested on (B)(6) 2023 using the elecsys hiv duo assay, yielding a reactive result of 34.7 coi, with subresults of hivag 34.7 coi and anti-hiv (ahiv) 0.101 coi. On (B)(6) 2023, the same sample was tested using the elecsys hiv combi pt assay at another laboratory, which yielded a reactive result of 2.74 coi. Testing with the abbott alinity hiv ag/ab assay on the same day yielded a non-reactive result of 0.69 s/co. Polymerase chain reaction (pcr) testing was negative. A second plasma sample was collected on (B)(6) 2023 and tested the same day using the elecsys hiv duo assay, yielding a reactive result of 36.6 coi, with subresults of hivag 36.6 coi and ahiv 0.115 coi. On (B)(6) 2023, this sample was tested using the elecsys hiv combi pt assay at another laboratory, which yielded a reactive result of 2.24 coi. Testing with the abbott alinity hiv ag/ab assay on the same day yielded a non-reactive result of 0.07 s/co. The results were not confirmed using additional hiv confirmatory testing, such as western blot or further pcr testing.